Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of coil embolization on patient with very tortuous vasculature, after removal of coil due to resistance felt while advancement of the coil (subject device) into the middle of the microcatheter, the coil found to be broken. The physician was able to remove all part of the broken coil from the patient anatomy (there is no remaining inside the body). The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added d10 product available to stryker ¿ updated d10 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated h3 summary attached - updated h4 manufacturing date ¿ added due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the coil delivery wire was seen to be kinked bent. The main coil was seen to be kinked bent. The main coil was not broken. During functional inspection: coil introducer sheath friction - fail. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The damage noted to the device would be indicative of the as reported friction. The main coil was seen to be kinked which was causing friction in the catheter, but was not broken on visual inspection. Thus, the as reported main coil broken/fractured during use will be assigned as not confirmed. The as reported coil in catheter friction' and as analyzed main coil kinked/bent and coil introducer sheath friction will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure of coil embolization on patient with very tortuous vasculature, after removal of coil due to resistance felt while advancement of the coil (subject device) into the middle of the microcatheter, the coil found to be broken. The physician was able to remove all part of the broken coil from the patient anatomy (there is no remaining inside the body). The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.